Manufacturer narrative:
A revision procedure took place and the lead was explanted and successfully replaced. There were no other adverse patient effects reported as a result of the explant procedure. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of two lead segments was performed. The returned segments was severed 130 mm from the terminal pin, for a total length of 645 mm. An extracting stylet was returned stuck in the tip segment of the lead. Two sutures were tied tight onto the tip insulation for removal purposes. There were cuts noted in the insulation through to the rs lumen and the distal high voltage (hv) lumens, 456 mm from the tip. No suture sleeve was returned on or with the lead. The rs gore was bunched in several places. Blood/body fluid was noted in the rs and distal hv lumens. Tissue was noted on the distal spring electrode. Additionally, the rs- conductor coil was constricted and bound up due to over-torque of the rs- conductor coil near the tip. The helix is mostly retracted. Indents from the suture sleeve tie down site were noted in the lead insulation 451 and 456 mm from the tip. Multiple fractures were confirmed in the rs conductor coil between 415 and 435 mm from the tip. This area is located just distal of where the suture sleeve was located while implanted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting noise an oversensing. This resulted in the delivery of multiple inappropriate shocks. The pacing impedance measurements were also greater than 2,000 ohms. There was suspicion of a conductor fracture.